Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) experienced a blackout and had to be restarted. The blackout kept happening so the aic was exchanged. There was no patient harm.